Manufacturer narrative:
Device available for evaluation; health effects codes: updated. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required.

Event description:
Additional information received via email. The issue was discovered during preventative maintenance (pm). No patient was involved.

Manufacturer narrative:
Other text: b3: date of event is unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the alarm was not working. Patient involvement unknown.

Manufacturer narrative:
Email is: (B)(6). Evaluation codes: updated. Device evaluation: one device was returned for investigation. Visual inspection found the front panel was bent and dirty. Alarm gauge bezel was cracked and device had no power. Functional testing found that the device didnt alarm during high pressure alarm test. Root cause was attributed to a faulty alarm reed. What caused this condition could not be established. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. Replaced alarm reed, MRI battery, sintered filter, o'rings, and corroded battery compartment. Replaced cracked gauge bezel along with alarm bezel label set and led pcb set. Reshaped front panel, performed preventative maintenance, recalibrated unit, cleaned and affixed new service label. Device passed functional testing after the completed repairs.